Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated multiple manual time and date changes had occurred. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. The complaint could not be confirmed or duplicated on investigation.

Event description:
There is no patient impact associated with this complaint. The patient reported that the subject pump is losing time. The patient reported that on (B)(6) 2012, the pump's time was set to match time on her cell phone. On the day of the call to animas, the pump's time was 2 hours and 10 minutes behind her current time on her cell phone. The patient denied making any changes to the pump settings or time. The patient also denied that the pump lost power or that there was any trauma to the pump.